Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and white residue found in air/water channel and cylinder. A definitive root cause and identity of the white residue in the air/water cylinder and air/water channel could not be determined. Based on the results of the investigation, it is likely the customer's allegation and no image occurred due to fluid invasion on the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope displayed a b30 communication error code. This issue was found during inspection for use. There were no reports of patient involvement.